Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Venous air alarms occurred during a routine hemodialysis treatment. Three 10cc syringes were used to remove air and blood. The operator decided not to return the blood resulting in an estimated blood loss of 30cc. No medical intervention was required.

Manufacturer narrative:
The disposable cartridge was not returned for evaluation. The reported blood loss is attributed to the operator not returning the patient's blood. The user's guide states to use a 20cc syringe for air removal. Once the air is removed the patient's blood should be injected back through the post filter cap port. The exact cause of the venous air alarm cannot be determined. However, air alarms at the beginning of treatment typically occur due to residual air in the cartridge that was not adequately removed by the operator during prime. The user's guide provides adequate instructions for the removal of air during prime and treatment. There is no evidence of a device malfunction. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.